Manufacturer narrative:
Batch review performed on 28 august 2025 lot 2416196: (B)(4) items manufactured and released on 07-july-2024. Expiration date: 2029-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 8 months after the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon upsized the poly and the surgery was completed successfully.